Manufacturer narrative:
Corrected information: e.1, additional information: b.5 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility hd nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed coming from the top of the dial where the cap is located. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were not used. Upon follow up it was reported that there was a crack seen on the dialyzer at the top of the header. The patient¿s estimated blood loss (ebl) was approximately 310 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation. Voluntary medwatch report number mw5104031 was received; report details remain consistent with events initially reported.

Manufacturer narrative:
Corrected information: e.1, b.7, h.6 additional information: b.5 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility hd nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed coming from the top of the dial where the cap is located. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were not used. Upon follow up it was reported that there was a crack seen on the dialyzer at the top of the header. The patient¿s estimated blood loss (ebl) was approximately 310 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation. Voluntary medwatch report number mw5104031 was received; report details remain consistent with events initially reported.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility hd nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed coming from the top of the dial where the cap is located. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were not used. Upon follow up it was reported that there was a crack seen on the dialyzer at the top of the header. The patient¿s estimated blood loss (ebl) was approximately 310 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.